Manufacturer narrative:
Concomitant medical product: pca tubing; 50 ml syringe. Physical inspection noted the device was in fair condition with the instrument seal intact. There were no observed anomalies. Analysis of the pcu event log shows that the device was in use and infusing a pca continuous only infusion of morphine 2mg/1ml at a rate of 0.35ml/hr. At 5:05 pm on (B)(6) 2017, the user programmed and started a bolus dose of 1mg (0.5ml at 150ml/hr). At 6:49 pm, the device was paused and was restarted approximately a minute later. At 8:31 pm, the device was paused and was restarted 2 minutes and 19 seconds later. At 10:39 am on (B)(6) 2017, the user programmed and started a bolus dose of 1mg (0.5ml at 150ml/hr). At 11:41 am, the device was paused and was restarted 3 minutes and 24 seconds later. At 5:07 pm, the device was channeled off and was then idle. At 5:46 pm, the device was channeled off again. This time the system was shut down and powered off. The volume recorded as being infused during this period was 9.3365ml including the 2 bolus doses. Functional testing resulted in the device passing all tests. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that pca morphine 2 mg/ml (100 mg/50 ml syringe) was infusing at a rate of 0.7 mg/hr with ns at 20 ml/hr. The patient, who was already gravely ill, became lethargic and unresponsive. The pca module was turned off; narcan and unspecified pressors were administered but were not effective and the patient expired due to end-stage disease process. Etco2 monitoring had been in use. No error messages or alarms were reported. The hospital is not alleging a device malfunction, however as part of standard hospital procedure, requested an evaluation of the devices and logs for the 24 hour period leading up to the event.